Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of an intracerebral hemorrhage and covid-19 could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, neurological dysfunction, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. Although the patient¿s infection was not device related, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Computed tomography (CT) imaging showed a 4 millimeter midline shift with frontal and parietal involvement. The patient was diagnosed with a right frontal lobar intracerebral hemorrhage. Patient was discharged to inpatient rehab and then home. The pump reportedly functioned as intended.

Event description:
It was reported that the patient awoke at 3 am on (B)(6) 2021 and couldn't move their left side and was transported to the hospital via helicopter. Patient was covid positive and had inr of 5 which was reversed with kcentra. Imaging showed a 4mm midline shift with frontal and parietal involvement. Patient had a gaze deviation with no improvement on the left side. The pump functioned as intended.